Event description:
Shortly after the implant procedure, the patient had incontinence and numbness from the waist down. The surgeon decided to explant the system. During the explant procedure, epidural bleeding was discovered. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were kept by the medical facility and will not be returned for evaluation.